Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt on (B)(6) 2013 <(> <<)>=2.6251 volt.

Event description:
It was reported that there was early battery depletion, with chronically high lv (left ventricular) thresholds noted. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 407652 implantable pacing lead, (B)(6) 2010; 694758 implantable tachy lead, (B)(6) 2010. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.